Event description:
It was reported that the pt underwent a sling procedure on 09/2005. Post operatively, the pt had high residual urine. The pt was admitted to hospital in 2005 for release of tape under general anesthesia. The pt symptoms resolved and she was discharged the following day.